Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not booting up to windows. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing a blue screen and would not boot, regardless of the troubleshooting options selected. The issue initially presented as a bios screen error. A field service engineer powered off the station, replaced the sata cable, and reimaged the station. After reimaging, a failure occurred during startup. Upon further inspection, enhanced full height drawer 3 was found to be triple-clicking and not opening. The engineer adjusted the slide bracket and rails to resolve the drawer issue. The system functioned as intended after the field service engineer repaired the device.